Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd integra syringes had a scale marking issue. The following information was provided by the initial reporter: "patient reported he did not get the same syringes he has been receiving. He stated the outer package is the same but the syringes did not have markings and they are thinner syringes." Rcc received a complaint via email. Email(s) attached. External evaluation is required for takeda tw pr# 3905272 ¿ defective component product: gattex bd plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch) bd syringe lot number(s): 2263232. Takeda awareness date: 07 nov 2023. Patient reported he did not get the same syringes he has been receiving. He stated the outer package is the same but the syringes did not have markings and they are thinner syringes. Sample / photo availability: sample was not provided to takeda. No photos provided. Ae: n/a patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.

Event description:
Material#: 309597 lot#: 2263232. It was reported by the customer reported that patient reported he did not get the same syringes he has been receiving. He stated the outer package is the same but the syringes did not have markings and they are thinner syringes. Verbatim: rcc received a complaint via email. Email(s) attached. External evaluation is required for takeda tw pr# (B)(4)¿ defective component product: gattex bd plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch) bd syringe lot number(s): 2263232. Takeda awareness date: (B)(6) 2023. Patient reported he did not get the same syringes he has been receiving. He stated the outer package is the same but the syringes did not have markings and they are thinner syringes. Sample / photo availability: sample was not provided to takeda. No photos provided. Ae: n/a. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.

Manufacturer narrative:
Pr (B)(4)¿ follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.